Event description:
It was reported that noise was found on the stored electrograms (egms) for the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 1888tc lead implanted: 2007-(B)(6). (B)(4)